Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see assiciated reports: 0001825034-2017-03201.

Event description:
It was reported that a patient was revised due to left hip pain in the buttocks and trochanter. There is no evidence of infection. Radiographic evidence of poly wear, and osteolysis, and taper corrosion. The head and liner were revised. Metal ion levels were in range

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.